Manufacturer narrative:
(B)(4). Results: incomplete firing cycle. Additional information: please explain what did not work with the device? Blades and staples weren¿t advanced. It got stuck. How was the case completed? The surgeon changed another cs40g and used it. The analysis results showed that the cs40g device was received in good visual conditions and with a reload present. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding and pre-formed shape; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, after assembly, the device didn't work. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.